Manufacturer narrative:
H4: the device was manufactured from (B)(6) , 2020 -(B)(6) , 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid contained inside the bladder, but did not show evidence of leak. Due to the nature of the sample, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor was leaking. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.